Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-nov-2018 with the following findings:.during investigation, there was no other damage to keypad. Ok key is intermittently responding, contrast, down and up keys are working. Removed the keypad and found contamination under the all key contacts. The pump was opened and there was no evidence of the moisture corrosion near keypad connector. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged the up arrow, and down arrow keypad buttons were under responsive prior to the keypad missing/peeling. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.